Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and there were no leaks observed. Pull test was performed and no separation was observed. Additionally, the set was submitted to functional testing by evaluating the cassette in a cycler machine, the sample was subjected to the therapy process, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the last fill line of the homechoice cassette and the supply bag that led to this alarm. The empty supply bag's line had bubbles in the line and had a large bubble inside the cassette. Renal therapy services (rts) assisted the patient to end the therapy session and advised the patient to start a manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.